Event description:
Affiliate reported that the customer stated that one wire of the electrodes was dislocated; the patient's vocal cords were injured during the intubation and the patient's voice malfunctioned temporarily. The patient was placed on prednisoton (cortisone) treatment for 4 days, and antibiotics (clindamycin 600 mg IV, and 3 x 300 mg oral), analgesics were administered for four daysd because the swallowing problems. The patient left the hospital after a normal post-operative period, but continued to have voice problems. There was no problem with the wound healing. This event was reported by the user in 2004, and was determined to be a non-responsive event per our decision tree. However, due to additional events reported to the company involving products of similar design, we have decided to report this event as a product malfunction.

Manufacturer narrative:
The customer returned one contaminated item. One of the blue surface electrodes was not in the silicone channel at the cuff end of the tube. This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or that any cause relationship exists betweeen these products and any actual or potential injury.in addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact, occurred.